Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with unspecified antibiotics for the event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.